Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks. The shocks were inappropriately delivered for an af with rapid ventricular response rhythm. Programming changes were made. The device remains implanted.